Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04march2019. Reporter phone number unknown. The customer stated that replacing the flow sensor on the unit resolved the reported issue. The unit was returned to service.

Event description:
The customer reported that the unit had low volume. The customer reported there was no patient involvement. The event date was not specified; estimate used.